Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be inoperable, and contamination was found on the bolus button contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button required multiple presses to elicit a response and was very hard to press. The reporter confirmed that the keypad was intact and there was no noted damage to the pump casing. The patient reportedly wore the pump in a pump case and cleaned the pump with a dry q-tip. This report is made based on the allegation of the button response issue.